Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I hiv ag/ab combo results on multiple patients. The customer believes those specimens should be nonreactive for hiv. There was no specific result data provided by the customer. There was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity I hiv ag/ab combo results on multiple patients. The customer believes those specimens should be nonreactive for hiv. There was no specific result data provided by the customer. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission sends for additional information received on 22jan2024, the likely cause product has been changed from the alinity I processing module to the alinity I hiv combo reagent on (B)(6) 2024. The us list number (8p07-21/31) is a diagnostic assay, not intended for use in screening blood, plasma, or tissue donors, therefore, this event does not meet reporting criteria in the u.s, therefore no MDR was generated., therefore, no investigation report will be provided for alinity I hiv combo reagent, list number 08p07-32, lot number 57330be00.